Event description:
The reporter stated that the surgeon tried to suture the duragen into place; the product tore during the process. Additional requested information was received from the distributor's sales representative, it was stated that this event occurred during the final stage of a craniotomy, during dura meter closure. Because the duragen tore, the surgeon removed it and used durepair by medtronic to complete the dural closure. No other products were used in conjunction with duragen.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint management system. A medwatch had not been submitted previously for this event. The device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported information.